Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented on (B)(6) 2021 with redness and tenderness over the device pocket. It was believed to be an infection. The entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. No patient condition after the procedure was reported.